Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1.5 years after the dental implant and full upper were placed in ada site 11 in the mouth, the implant lost osseointegration in type ii bone. Clinician reports bone loss, pain and mobility. Mobility, the product will be forwarded to the manufacturer for investigation. There were no reported post-op complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1.5 years after the dental implant and full upper were placed in ada site 11 in the mouth, the implant lost osseointegration in type ii bone. Clinician reports bone loss, pain and mobility. Mobility, the product will be forwarded to the manufacturer for investigation. There were no reported post-op complications. (B)(4).